Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) unit is leaking helium.

Event description:
The reported issue occurred during a routine check by the biomedical engineer and didn't involve a patient.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and replaced the helium regulator assembly. The fse kept the unit under observation for a week. The iabp was released for clinical use.